Event description:
Coopervision received a vigilance report on a medical device from (B)(6) regarding an event that occurred (B)(6) 2014. Risk of worsening eyesight. Customer over wears their contact lenses. Slept with them almost all the time and has not cleaned them. Used them for longer than the recommended wearing time. This has led to injuries and scars on both corners of the corneas, painful and red eyes. Customer prescribed lens rest and to not sleep with contact lenses and to replace lenses according to the recommendation. No lenses were discarded. Lot number and lens power is unknown. Additional medical information will not be provided by the eye care practice. It is unknown if the corneal involvement is peripheral or central therefore this is being reported in an abundance of caution due to possible permanent impairment of eye function or damage to body structure.

Manufacturer narrative:
Lenses were not returned. Lot numbers are unknown. The complaint is unconfirmed. The association between coopervision lenses and the incident is uncomfirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative that medical personnel caused or contributed to the event and/or the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged event.